Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital due to a syncopal episode. The patient experienced confusion and disorientation. Device interrogation noted that threshold measurements were stable. The local field representative contacted boston scientific technical services (ts) to inquire about programming options related to the sudden brady response (sbr) feature to make therapy more readily available. Ts discussed programming options. No programming changes were made and the patient was discharged from the hospital. This product remains implanted and in service. No additional adverse patient effects were reported.